Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the error 5 message. It was unknown what symptoms the patient experienced but he reported obtaining a "very high reading of 484 mg/dl" on the subject meter before the alleged error message issue began. The patient reportedly took no actions to treat his diabetes or seek any medical attention. At the time of troubleshooting, it was noted by the customer service advocate that the test strips were in good condition and the testing technique was correct. This was not a new out of box product. The patient's meter is being replaced.